Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to fluid leakage. The device was explanted and replaced with an ambicor penile prosthesis. No patient complications were reported in relation to this event.